Manufacturer narrative:
The customer contacted a siemens' customer care center (ccc) specialist. The ccc was given permission to remotely connect to the instrument. The ccc reviewed the instrument data. The ccc found the customer's quality control (qc) was in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample mixer and performed sample probe alignment. The cse ran qc, resulting in range. The cause of the discordant, falsely depressed calcium result was due to the malfunction of the sample mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not released to the physician(s). The customer repeated the same sample on the same dimension vista 500 instrument, resulting higher. The customer reported out the result to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.